Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Other blood glucose value mentioned was 442 mg/dl. The customer treated high blood glucose with bolus shots. Based on customer¿s report customer did allege under delivery. The customer was using the insulin pump within 48 hours of high blood glucose event reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The customer declined to test insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Device passed the dat test at 0.08725 inches. (B)(4).